Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. Visual inspection revealed a damaged latch roller. The reported condition was verified. The cause of the condition was not determined. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken door. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.